Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose level on (B)(6), 2021. Customer's blood glucose level was over 400 mg/dl at the time of hospitalization. The customer experienced nausea symptom as a result of high blood glucose. Customer was treated with bolus. It was unknown whether the customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting. It was unknown whether customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.